Event description:
Reporter stated that they were unsure of what to enter in for the quantity as they were trying to figure out with the parents how many [the patient] goes through but sometimes they fail early and need to be changed hcp did not consent to follow up. (B)(4). No additional information provided or available regarding this report.